Manufacturer narrative:
The reported events were oversensing noise, unspecified hv output issue, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood. The reported event of oversensing noise was not confirmed while the helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the helix to be stretched at the helix region. Unable to test the helix mechanism due to the helix being stretched as received. The cause of helix mechanism issue was isolated to the helix being damaged and clogged with blood.

Event description:
It was reported that during an implant, the right ventricular lead used exhibited a high voltage output issue, over-sensing of noise and an unspecified helix issue. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.